Event description:
The customer contact reported inaccurate delivery. At an unspecified time, the device was programmed to deliver an unspecified volume of saline, at an unspecified rate. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device was making a very loud noise and noted it was delivering at an unspecified faster rate than expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. During testing at the user facility, the device delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.